Manufacturer narrative:
Despite multiple attempts by physio-control to obtain more information about the device and the evaluation, the third-party service agent did not provide any information. The device was not returned to physio-control, no information about the device or the evaluation and/or repair was provided and therefore physio could not determine a cause of the reported issue.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the display of the customer's device remained black after the on button had been pushed. There was no patient use associated with the reported event.